Event description:
(B)(4) has received a letter from claimant's attorney about an incident involving a bath bench allegedly imported and distributed by (B)(4). Claimant's attorney stated claimant was using the bath bench when it collapsed. Claimant struck his head against the shower wall and caused a brain injury. This MDR report is based on a claimant's attorney statement and information provided by (B)(4) attorney.